Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-01580-1. This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: correction: associated report number was missing in the initial report: 0002023141-2021-01580. H6: type of investigation codes were added: 3331. DHR review was completed for the subject lot numbers (62413368 and 62645834). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (62645834) for similar events and no other complaint was identified. Complaint history review was performed for the reported lot number (62413368) for similar event and one other relevant complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: zimmerbiomet complaint number cmp-(B)(4). Weight unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor indicated periimplantitis at tooth sites #6-7. Loss integration in the upper left buccal maxillary sinus, which caused peri- implantitis and bone resorption causing the implant to fall off. Removed the implants, filled the bone meal to cover with periosteum. Symptoms as a result of the event: pain, inflammation.